Event description:
It was reported that two patients experienced knee effusion. It is unknown if medical intervention was taken.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.